Event description:
It was reported that during a wisdom tooth removal, the surgeon had difficulty fully seating and removing the burr from the burr attachment pen drive. The surgeon noted that the attachment was hot. Another hand piece was used to complete the case. This report is for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4). A review of the device history records was performed and no complaint related issues were found. The device was returned for a manufacturing investigation and appeared to be damaged. The customer complaint was verified as the item was damaged and not repairable. It is impossible to determine how the product was handled or cleaned. Therefore, this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.